Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro did not turn off after activation. The device was unplugged and a new device opened. Finished the case with a replacement device. No patient consequence or impacts.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the shaft of the device. Charred tissue was observed on jaws. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the jaw. The silicon insulation was observed to be peeled at the tip of the cold jaw, leaving the metal part of the cold jaw exposed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the condition of the device, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failure "peeled jaw" and "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro did not turn off after activation. The device was unplugged and a new device opened. Finished the case with a replacement device. No patient consequence or impacts.